Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex esophageal stent was implanted to treat a post bariatric surgery leak in gastric sleeve in the esophagus, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tight. There were no issues reported during the initial stent placement procedure. On (B)(6) 2018, the physician performed a routine monitoring and the stent was noted to have migrated distally out of position. The physician was able to move the stent back into the desired position using a rat tooth forceps and has placed two resolution clips to anchor the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: based on the complaint report, the stent was used for a gastric sleeve leak post bariatric surgery. However, per the dfu the stent is only indicated for the following: ¿the wallflex esophageal fully covered rmv stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, occlusion of concurrent esophageal fistulas and treating refractory benign esophageal strictures¿.